Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20356 further follow up identified the patient received two scs leads. It is unknown which lead was explanted due to erosion. Therefore, the second lead is being added as device 2.

Event description:
It was reported the patient's one of the occipital leads (off-label) was eroding through the skin. As a result, the lead was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the new leads were implanted. Reportedly, the patient is doing well and effective therapy was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.